Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3 (evaluation is in progress, but not yet concluded).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass immediately after clamping the circuit, blood was found to be leaking gradually from the venting luer. The blood was wiped away, and the shunt sensor continued to be used. After some time, blood leakage was observed again. As a result, it was replaced with a new shunt sensor, and the procedure was completed successfully. No consequence or health impact to patient. There was a small amount of blood loss.